Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose of over 600 mg/dl on (B)(6) 2018. The customer also reported that they experienced 350 to 390 mg/dl blood glucose. The customer treated the high blood glucose with manual insulin injections. The customer reported that they identified that the infusion set cannula had not inserted correctly and was bent. Replacing the infusion set corrected the issue. Troubleshooting was not performed for the high blood glucose and the customer was provided information on best practices for inserting the infusion set. The insulin pump will not be returned for analysis.